Event description:
It was reported that the needle length of bd insulin syringe with bd ultra-fine¿ needle appeared longer on one syringe. There was no report of serious injury, blood exposure or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071722. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the needle length of bd insulin syringe with bd ultra-fine¿ needle appeared longer on one syringe. There was no report of serious injury, blood exposure or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc relion syringe. Customer states that the needle length appears to be longer on one syringe. The returned syringe was tested and fell within specifications for 12.7mm cannula length. However, no packaging from lot # 8071722 was returned with the sample and it is difficult to determine what lot the returned syringe came from. A review of the device history record was completed for batch# 8071722. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension (needle length incorrect) on lot # 8071722. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine what lot the returned syringe came from. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle length of bd insulin syringe with bd ultra-fine¿ needle appeared longer on one syringe. There was no report of serious injury, blood exposure or medical intervention.